Event description:
In 2005, the lay user/patient contacted lifescan and alleged that his one touch ultra meter was reading inaccurately erratic. A patient reported blood glucose results of 225 mg/dl and 185 mg/dl with a lifescan meter, performed within 10 minutest of each other. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient was walked through two consecutive solution tests and the results fell outside the specified. Range. A replacement meter, control solution, and test strips were sent to the lay user/patient.